Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the error log. The fse also identified the uninterrupted power supply (ups) beeping with red stop sign indication. The fse measured the voltage on the pib sensor so80 x axis home sensor for cup transfer. The fse then powered off and on the ups with no luck. The fse resoldered three (3) wires to the pib sensor, pushed in wires on connector, and adjusted the x, y, and z axis on the cup transfer. The fse validated the analyzer by running a "get cup macro" action, and running controls with results within acceptable range and no errors recurring. The fse also ordered a replacement ups and returned at a later date for replacement. The aia-2000 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4153] x-axis cup transfer x-axis home overrun cause: the home sensor activated improperly after x-axis transfer x axis movement. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a loose electrical connection problem with the wires to the pib board, cause traced to component failure.

Event description:
A customer reported 4153 (2000 only) x-axis cup transfer x-axis home overrun error on the aia-2000 analyzer. The customer checked for obstructions within the analyzer as well as looked in the test cup area for any dropped cups and found none. The customer then powered down and restarted the analyzer and performed and all set home. The error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.